Manufacturer narrative:
Initial reporter is a biomedical technician. Customer clarified that the power supply on the device was bad. Both cables had cuts in them. These cables were replaced by unknown cables steris on the facility. The device is in working order after this repair and will not be returned to olympus. There was no patient injury or involvement as this event took place during set up. No alarms, alerts or warnings were received. The device was inspected and no other damage or abnormalities were observed. This is an OEM product and whether there were abnormality in manufacturing, concession, and variation or not is unknown from the inspection sheet. The issue of failure to be powered of the device was caused by damage of the power cables. The root cause could not be identified as the device was not returned. It is likely that this event was caused by external impact as there were breaks in the cable.

Manufacturer narrative:
There is no additional information available for this event as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device would not get powered up due to a faulty adapter. There is no reported harm to any patient.